Event description:
Caller states that patient tested 92mg/dl on the device and a lab drawn at the same time read 19mg/dl. No treatment methods provided. Quality controls were reportedly used within 24 hours and fell within acceptable limits. Requested return of suspect device and replacement was sent.